Event description:
Linting from blue or towels.

Manufacturer narrative:
It was reported that the linting from blue or towels. There were no reports of death, serious injury, medical intervention, or follow up care.